Event description:
It was reported that subsequent to deployment of a enteral stent, the stent migrated into the duodenum and caused a perforation. The pt underwent surgery, developed an infection and died on 5/14/1999.